Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the rv lead was found to be dislodged. A drop in impedance and r-wave amplitude were observed. The lead was explanted and replaced. The patient was stable.